Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient had inaccurate cgm values in (B)(6) 2023 after the sensor was inserted in the abdomen. On (B)(6) 2023, the patient experienced fatigue, dizziness, and passed out. At the onset of symptoms, the dexcom alerted the patient to her hypoglycemia; however, she believed it may have been highly inaccurate reading. Of note, the patient device might have shown 60 mg/dl; however, she believed she could have been at 20 mg/dl, but no bg was checked during the episode. The patient self-treated with carbohydrates and was provided carbohydrates by the spouse and recovered after treatment. At the time of the report on 2/9/2024, 48 days after the episode, the patient was coherent. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.